Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately high. The pt obtained a 558 mg/dl on their meter and less than 10 mins later another meter read 411 mg/dl (invalid comparison). They contacted emergency svs and was treated with insulin. The pt reported not experiencing any symptoms during the time of testing. The customer svs rep walked pt through two control solution tests and both results fell outside the specified range. The test strips were reported as being in good condition. They were not expired, stored improperly, or opened longer than the discard date. The control solution was also within expiration. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's test strips and control solution were replaced.